Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device not returned. Concomitant product: carto 3 system: model #: m-4800-01, serial #: (B)(4). Smartablate generator: model #: m-4900-07, serial #: (B)(4). Smartablate pump: model #: m-4900-08, serial #: (B)(4). Non biosense webster: brk-1 needle. Non biosense webster: 10fr agilis sheath. (B)(4).

Event description:
It was reported that a male patient underwent a idiopathic ventricular tachycardia - left (l-idvt) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient's medical history was unknown. The patient experienced a significant drop in blood pressure as the procedure was concluding. A trans-thoracic echo revealed a pericardial effusion. A pericardiocentesis was performed successfully with approximately 400 cc of fluid withdrawn. The patient was then stable and was sent to ICU for observation. No other medical interventions were reported. This left ventricle procedure was completed using a transseptal puncture with a brk-1 needle for chamber access versus retrograde approach. During one burn, they had a temperature too high warning on the generator and the system shut off automatically. The generator was set to power control mode and the temperature cut off was set to 50 degrees. The flow setting was set to 17 ml/min for 30 watts and under and 30 ml/min for over 30 watts. The forces displayed were all within recommended limits. A 10fr agilis sheath was used. The act was maintained at 300-350. The smart touch unidirectional catheter was the only disposable biosense webster product in use. It was not known what product potentially caused the injury. The issue occurred post ablation phase. There is no information about the hospitalization. The patient fully recovered with no residual effects. The physician did not provide a causality opinion for the cause of this adverse event. For the temperature issue, since the generator stopped delivering radiofrequency, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote . The patient event was assessed as a serious injury under the smart touch unidirectional catheter.